Event description:
Two treatments were performed on low speed with a diamondback 360 coronary orbital atherectomy device (oad) to treat a 2.5cm, 80-90% stenosed lesion in the med left anterior descending artery (lad). During the third treatment on low speed, the oad stalled distal to the lesion. Glideassist was activated to remove the device. A perforation was observed of the mid/distal lad. An attempt to cross the lesion with a balloon and stent were unsuccessful. A buddy wire was added, and stent placement was completed which resulted in a worsening of the perforation. Balloon tamponade was performed to seal the perforation. The patient was sent to the intensive care unit and given a percutaneous heart pump. Four days later, the percutaneous heart pump was removed. The patient was stable and discharged.

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).